Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The similar complaint is associated with the patient's fellow eye. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately one year and three months following an intraocular lens (iol) implant procedure, a patient developed vitritis and decreased vision. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.

Event description:
Additional information was provided indicating that the patient was on steroid medication in order to subside the vitritis. Currently, the patient has good vision and is happy. The issue seems to be resolved as the patient is off of the steroid medication. The patient vision has been restored. Further details were provided indicating that the patient was treated with a tapering course of oral steroids 5 times over a course of 1 year. The patient was referred to a retinal specialist due to drop in vision. The doctor seemed to suggest that there is a 3-5% incident rate of vitritis post cataract surgery and that there could be other factors besides the iol material which could have led to the vitritis.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).